Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: when did the needle pull off the suture thread? Before use on patient or during suturing(use on patient)? How many devices failed in this single procedure? Lot number. How was case completed? Note: events reported via mw # 2210968-2019-89757, 2210968-2019-89758, 2210968-2019-89759, 2210968-2019-89760.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The suture removed from the needle. There were no adverse patient consequences reported.